Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, front panel lighting failure and e110 error occurred due to power supply unit failure. The cause as to why the power supply unit was faulty could not be identified. It is likely that no image occurred due to ex board failure. The cause of the ex board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus asset video system center had e110 error code indicating the video system center was damaged and the front panel flashed. There was no delay, and the patient was not under sedation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegations were confirmed due to the failure of the 170 power supply unit. The device evaluation also found that there was no image when shaking the socket due to the faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.